Event description:
It was reported that during a watchman implant procedure, the septal puncture was performed with a versacross pigtail wire. During the septal puncture a perforation occurred resulting in circumferential pericardial effusion. After perforation a pericardial tap and drainage were performed. The watchman implant was completed successfully, and the procedure was completed without further complications. The patient was discharged following the procedure and was reported to have made a full recovery. Gfe: this patient was transferred to hospice and expired (B)(6) 2023. Further information revealed the death to have occurred following a later unrelated procedure. Gfe responses: autopsy not performed. Patient went to interventional radiology for central line placement and went into cardiac arrest and respiratory arrest on (B)(6) 2023. Patient received another pericardial tap and the left ventricle was perforated the patient was received to CT surgery for intervention. Official cause of death removal of life support secondary to do not resuscitate order. Patient history: end stage renal disease, atrial fibrillation, cad, hyperlipidemia, htn, peripheral neuropathy, diabetes type 2, cholelithiasis, chronic kidney disease on dialysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.